Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material remaining in the device could not be determined. The foreign material residue point was confirmed to be free from deformation. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The device was soaked in cleaning fluid. Water and air was supplied to the air/water nozzle. Information on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. There were no abnormalities in the accessories used for reprocessing. The event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif-1200n, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign matter clogging in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.